Event description:
It was reported that during a laparoscopic assisted radical nephrectomy procedure, the device was generating error messages; cause of messages was unknown. The device was activated while fully articulated on a large tissue bundle and after the third error message a message to "replace instrument" appeared. Procedure delayed by approx. 1 minute and completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw bent at the proximal side. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.